Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 107 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that they found off no power alarm in the alarm history. The insulin pump will not be returned for analysis.